Event description:
Possible battery depletion was reported and the potential need to change the battery. It was also reported that two years ago after speaking with the healthcare provider (hcp) it was discussed ¿how the functionality of the battery had been declining.¿ at the time of this report the battery was still implanted. The patient had not followed up with the neurologist in two years.

Manufacturer narrative:
Concomitant products: product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 3389s-40, lot # v029643, implanted: (B)(6) 2007, product type lead; product ID 3389s-40, lot # v029643, implanted: (B)(6) 2007, product type lead; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2007, product type extension. (B)(4).

Manufacturer narrative:
(B)(4).